Manufacturer narrative:
Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open sample. Analysis and results: there are no previous complaints of this code batch of which (B)(4) units were manufactured and distributed in the market. There are no units in stock in b. Braun surgical warehouse. There is one loose needle and is attached to the thread. Nevertheless, without closed unit a proper analysis cannot be performed. Reviewed the batch manufacturing record and this product had a normal process and the results during the process fulfill the OEM requirements. Needle attachment results before releasing the product were 0.71 kgf in average and 0.57 kgf in minimum and fulfilled the requirements of the european pharmacopoeia: 0.46 kgf in average and 0.23 kgf in minimum. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, note of this incident is taken and if any closed sample is received in the future, the case will be re-opened and analyzed corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). I was reported that when the package was open the needle was detached from the thread.